Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the air in line alarm while infusing buretrol to a patient during therapy (programmed amount and delivery rate unknown). The pump was set to infuse a programmed amount and when the nurse returned to the patients room, the pump was alarming air in line and it was running dry. The reporter stated that the pump was only infusing what was in the tubing and that buretrol to the pump was dry. The tubing used did not have a back check valve and no source of air entering the tubing was identified. It was also reported there was no patient injury.